Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 477 mg/dl at time of incident and treated with 4 unit of bolused. Customer stated that they were trying to use insulin pump but getting a no delivery alarm and insulin pump did not shut off. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer declined troubleshooting for high blood glucose and no delivery. The devices will not be returned for analysis.